Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient test on a cobas 4000 c (311) stand alone system. The initial potassium result was 6.87 mmol/l with a repeat result of 4.06 mmol/l. The initial sodium result was 139 mmol/l with a repeat result of 133 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The potassium electrode lot was r2360 with an expiration date that was requested but not provided. The sodium electrode lot was k4722 with an expiration date that was requested but not provided. The field engineering specialist was unable to find a root cause. He performed a probe and ise sipper flow path check and no issues were found. The customer ran precision check testing and qc testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit.